Event description:
This case was initially received via regulatory authority ansm - heath authorities in (B)(6) (reference number: (B)(4)) on 05-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain radiating to legs since insertion") in a female patient who had essure (batch no. C64467) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), arthralgia ("joint pain"), muscle spasms ("muscle spasms"), joint stiffness ("blocked joints"), menopausal symptoms ("major premenopausal syndrome"), metrorrhagia ("haemorrhagic menstrual bleeding"), dizziness ("dizzy spells"), dyspnoea ("shortness of breath"), micturition urgency ("urgency of urination"), temperature intolerance ("hypersensitivity to cold"), tachycardia ("tachycardia"), syncope ("vasovagal syncope"), hypotension ("hypotension"), migraine ("migraine"), coordination abnormal ("disturbance of coordination"), balance disorder ("disturbance of balance"), memory impairment ("disturbance of memory"), visual impairment ("disturbance of vision"), bowel movement irregularity ("disturbance of bowel movements"), affect lability ("disturbance of emotional state"), pruritus ("diverse itching with no apparent link"), fatigue ("excessive fatigue"), somnolence ("urge to sleep"), decreased appetite ("loss of appetite"), lack of satiety ("loss of satiety"), nausea ("nausea due to hunger or excess of food") and skin burning sensation ("burning sensation under the skin in various parts of body"). On (B)(6) 2017, the patient experienced allergy to metals ("highly allergic to nickel"). The patient was treated with surgery (removal of inserts scheduled for (B)(6) 2017). At the time of the report, the pelvic pain, allergy to metals, back pain, arthralgia, muscle spasms, joint stiffness, menopausal symptoms, metrorrhagia, dizziness, dyspnoea, micturition urgency, temperature intolerance, tachycardia, syncope, hypotension, migraine, coordination abnormal, balance disorder, memory impairment, visual impairment, bowel movement irregularity, affect lability, pruritus, fatigue, somnolence, decreased appetite, lack of satiety, nausea and skin burning sensation outcome was unknown. The reporter provided no causality assessment for affect lability, allergy to metals, arthralgia, back pain, balance disorder, bowel movement irregularity, coordination abnormal, decreased appetite, dizziness, dyspnoea, fatigue, hypotension, joint stiffness, lack of satiety, memory impairment, menopausal symptoms, metrorrhagia, micturition urgency, migraine, muscle spasms, nausea, pelvic pain, pruritus, skin burning sensation, somnolence, syncope, tachycardia, temperature intolerance and visual impairment with essure. The reporter commented: essure insertion was performed as out-patient placement under general anaesthesia. On (B)(6) 2015, patient met the surgeon and he confirmed proper positioning of the inserts. She was on sick leave all through (B)(6) 2015. Patient was allergic to nickel but the test was not performed prior to placement, even though in 2015 procedure was subject to additional monitoring. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2017: allergy to nickel. Unspecified date - x-ray, ultrasounds, blood work-up, allergy tests. Further company follow-up with the regulatory authority is not possible. Company causality comment: this spontaneous consumer report, received via health authority (ha), refers to a female patient who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain radiating to legs since insertion. Nearly 2 years after placement, she was now scheduled for device removal. Pelvic pain, considered serious due to medical significance, is anticipated in the reference safety information of essure. Pelvic, abdominal, or uncharacterized pain may occur after the insertion or during the use of essure, but different causes (also non-gynecological) are possible. In this particular case, the specific medical information was limited, but considering the nature and course of the event, and in the lack of alternative explanations, a causality of essure cannot be excluded (related). This case was classified as incident in line with the ha assessment and because of planned device removal. Other non-serious events were reported, mostly unanticipated. A marked nickel allergy was also recently diagnosed. A product technical analysis is expected. Active follow-up cannot be pursued in this ha case.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(4) on 05-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain radiating to legs since insertion") in a female patient who had essure (batch no. C64467) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), arthralgia ("joint pain"), muscle spasms ("muscle spasms"), joint stiffness ("blocked joints"), menopausal symptoms ("major premenopausal syndrome"), menorrhagia ("haemorrhagic menstrual bleeding"), dizziness ("dizzy spells"), dyspnoea ("shortness of breath"), micturition urgency ("urgency of urination"), temperature intolerance ("hypersensitivity to cold"), tachycardia ("tachycardia"), syncope ("vasovagal syncope"), hypotension ("hypotension"), migraine ("migraine"), coordination abnormal ("disturbance of coordination"), balance disorder ("disturbance of balance"), memory impairment ("disturbance of memory"), visual impairment ("disturbance of vision"), bowel movement irregularity ("disturbance of bowel movements"), emotional disorder ("disturbance of emotional state"), pruritus ("diverse itching with no apparent link"), fatigue ("excessive fatigue"), somnolence ("urge to sleep"), decreased appetite ("loss of appetite"), lack of satiety ("loss of satiety"), nausea ("nausea due to hunger or excess of food") and skin burning sensation ("burning sensation under the skin in various parts of body"). On (B)(6) 2017, the patient experienced allergy to metals ("highly allergic to nickel"). The patient was treated with surgery (removal of inserts scheduled for (B)(6) 2017). At the time of the report, the pelvic pain, allergy to metals, back pain, arthralgia, muscle spasms, joint stiffness, menopausal symptoms, menorrhagia, dizziness, dyspnoea, micturition urgency, temperature intolerance, tachycardia, syncope, hypotension, migraine, coordination abnormal, balance disorder, memory impairment, visual impairment, bowel movement irregularity, emotional disorder, pruritus, fatigue, somnolence, decreased appetite, lack of satiety, nausea and skin burning sensation outcome was unknown. The reporter provided no causality assessment for allergy to metals, arthralgia, back pain, balance disorder, bowel movement irregularity, coordination abnormal, decreased appetite, dizziness, dyspnoea, emotional disorder, fatigue, hypotension, joint stiffness, lack of satiety, memory impairment, menopausal symptoms, menorrhagia, micturition urgency, migraine, muscle spasms, nausea, pelvic pain, pruritus, skin burning sensation, somnolence, syncope, tachycardia, temperature intolerance and visual impairment with essure. The reporter commented: essure insertion was performed as out-patient placement under general anaesthesia. On (B)(6) 2015, the patient met the surgeon and he confirmed proper positioning of the inserts. She was on sick leave all through (B)(6) 2015. Patient was allergic to nickel but the test was not performed prior to placement, even though in 2015 the procedure was subject to additional monitoring. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2017: allergy to nickel. Unspecified date - x-ray, ultrasounds, blood work-up, allergy tests. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6)2017 for the following meddra pts: pelvic pain: n° 2785 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 15-may-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous consumer report, received via health authority (ha), refers to a female patient who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain radiating to legs since insertion. Nearly 2 years after placement, she was now scheduled for device removal. Pelvic pain, considered serious due to medical significance, is anticipated in the reference safety information of essure. Pelvic, abdominal, or uncharacterized pain may occur after the insertion or during the use of essure, but different causes (also non-gynecological) are possible. In this particular case, the specific medical information was limited, but considering the nature and course of the event, and in the lack of alternative explanations, a causality of essure cannot be excluded (related). This case was classified as incident in line with the ha assessment and because of planned device removal. Other non-serious events were reported, mostly unanticipated. A marked nickel allergy was also recently diagnosed. A product technical analysis, based on the known lot number, resulted in an unconfirmed quality defect. Active follow-up cannot be pursued in this ha case.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain radiating to legs since insertion [pelvic pain female], haemorrhagic menstrual bleeding [bleeding menstrual heavy], highly allergic to nickel, lower back pain, joint pain, muscle spasms, blocked joints, major premenopausal syndrome [premenopausal symptoms], dizzy spells, shortness of breath, urgency of urination, hypersensitivity to cold [cold intolerance], tachycardia, vasovagal syncope [syncope vasovagal], hypotension, migraine, disturbance of coordination, disturbance of balance [balance disorder], disturbance of memory [memory disturbance], disturbance of vision, disturbance of bowel movements [bowel movement irregularity], disturbance of emotional state [emotional disturbance nos], diverse itching with no apparent link [itching], excessive fatigue / upon waking after insertion: extreme fatigue [fatigue extreme] urge to sleep [increased need for sleep], loss of appetite [appetite lost], loss of satiety [lack of satiety], nausea due to hunger or excess of food [nausea], burning sensation under the skin in various parts of body [burning sensation skin], upon waking after insertion disabling leg pain, pain, adenomyosis, sick leave, vulvovaginal pruritus, genital discomfort, breast discomfort, breast pain, asthenia, hypersensitivity, hypotension, sciatica, cognitive disorder, memory impairment, disturbance in attention, elbow pain [arthralgia], neuromuscular pain, abdominal pain, cervix pain [uterine cervical pain], tendonitis, tingling, ankylosis, important psychological disorders [psychological disorder], weight gain (20kg) [weight gain], loss of libido, seborrhoeic dermatitis. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 05-apr-2017. The most recent information was received on 17-feb-2026. This spontaneous case was originally reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain radiating to legs since insertion") and heavy menstrual bleeding ("haemorrhagic menstrual bleeding") in a 45-year-old female patient who had essure inserted (lot no. C64467) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of abdominal pain, drug intolerance, parity 2, quincke's edema, urinary infection, leukorrhea and mycosis. Previously administered products included: mirena and copper iud. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the day of essure insertion, she experienced pelvic pain (seriousness criteria disability, medically important and intervention required), heavy menstrual bleeding (seriousness criterion intervention required), back pain ("lower back pain"), joint pain ("joint pain"), muscle spasms ("muscle spasms"), joint stiffness ("blocked joints"), menopausal symptoms ("major premenopausal syndrome"), dizziness ("dizzy spells"), dyspnoea ("shortness of breath"), micturition urgency ("urgency of urination"), temperature intolerance ("hypersensitivity to cold"), tachycardia ("tachycardia"), syncope ("vasovagal syncope"), a first episode of hypotension ("hypotension"), migraine ("migraine"), coordination abnormal ("disturbance of coordination"), balance disorder ("disturbance of balance"), memory disturbance ("disturbance of memory"), visual impairment ("disturbance of vision"), bowel movement irregularity ("disturbance of bowel movements"), emotional disorder ("disturbance of emotional state"), pruritus ("diverse itching with no apparent link"), fatigue ("excessive fatigue / upon waking after insertion: extreme fatigue"), increased need for sleep ("urge to sleep"), decreased appetite ("loss of appetite"), lack of satiety ("loss of satiety"), nausea ("nausea due to hunger or excess of food") and skin burning sensation ("burning sensation under the skin in various parts of body"). On (B)(6) 2017 she experienced allergy to metals ("highly allergic to nickel"). Essure was removed on (B)(6) 2017. On unknown date she experienced pain in extremity ("upon waking after insertion disabling leg pain"), pain ("pain"), adenomyosis ("adenomyosis"), sick leave ("sick leave"), vulvovaginal pruritus ("vulvovaginal pruritus"), genital discomfort ("genital discomfort"), breast discomfort ("breast discomfort"), breast pain ("breast pain"), asthenia ("asthenia"), hypersensitivity ("hypersensitivity"), a second episode of hypotension ("hypotension"), sciatica ("sciatica"), cognitive disorder ("cognitive disorder"), memory impairment ("memory impairment"), disturbance in attention ("disturbance in attention"), arthralgia ("elbow pain"), neuromuscular pain ("neuromuscular pain"), abdominal pain ("abdominal pain"), uterine cervical pain ("cervix pain"), tendonitis ("tendonitis"), paraesthesia ("tingling"), joint ankylosis ("ankylosis"), mental disorder ("important psychological disorders"), loss of libido ("loss of libido ") and seborrhoeic dermatitis ("seborrhoeic dermatitis") and was found to have weight increased ("weight gain (20kg)"). The patient was treated with surgery (subtotal hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain, heavy menstrual bleeding, allergy to metals, back pain, joint pain, muscle spasms, joint stiffness, menopausal symptoms, dizziness, dyspnoea, micturition urgency, temperature intolerance, tachycardia, syncope, migraine, coordination abnormal, balance disorder, memory disturbance, visual impairment, bowel movement irregularity, emotional disorder, pruritus, fatigue, increased need for sleep, decreased appetite, lack of satiety, nausea, skin burning sensation, pain in extremity, pain, adenomyosis, sick leave, genital discomfort, breast discomfort, breast pain, asthenia, hypersensitivity, sciatica, cognitive disorder, memory impairment, disturbance in attention, arthralgia, neuromuscular pain, abdominal pain, uterine cervical pain, tendonitis, paraesthesia, joint ankylosis, mental disorder, weight increased, loss of libido, seborrhoeic dermatitis and the last episode of hypotension were unknown. The reporter considered abdominal pain, adenomyosis, arthralgia, asthenia, breast discomfort, breast pain, cognitive disorder, disturbance in attention, genital discomfort, hypersensitivity, the second episode of hypotension, joint ankylosis, loss of libido, memory impairment, mental disorder, neuromuscular pain, pain, paraesthesia, sciatica, seborrhoeic dermatitis, sick leave, tendonitis, uterine cervical pain, vulvovaginal pruritus and weight increased to be related to essure administration. No causality assessment was received for essure with regard to pelvic pain, back pain, joint pain, muscle spasms, joint stiffness, menopausal symptoms, heavy menstrual bleeding, dizziness, dyspnoea, micturition urgency, temperature intolerance, tachycardia, syncope, the first episode of hypotension, migraine, coordination abnormal, balance disorder, memory disturbance, visual impairment, bowel movement irregularity, emotional disorder, pruritus, fatigue, increased need for sleep, decreased appetite, lack of satiety, nausea, skin burning sensation, allergy to metals or pain in extremity. The reporter commented: essure insertion was performed as out-patient placement under general anaesthesia. On (B)(6) 2015, the patient met the surgeon and he confirmed proper positioning of the inserts. She was on sick leave all through (B)(6) 2015. Patient was allergic to nickel but the test was not performed prior to placement, even though in 2015 the procedure was subject to additional monitoring. On (B)(6) 2015 & n (B)(6) 2015 osteopathy session she had several sick leaves and physiotherapy sessions. The patient presented severe and extremely disabling symptoms immediately after the implantation of essure, which cannot be explained by any prior medical history. At the time of summon report, the patient was inactive and she was on disability. The patient related the events to essure, and which impacted her daily life with support of third party. The patient requested medical expertise. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2017: results: allergy to nickel *unspecified date - x-ray, ultrasounds, blood work-up, allergy tests. Quality-safety evaluation of ptc: for essure: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. The most recent follow-up information incorporated above includes data received on: 17-feb-2026: upon internal review argus cases (B)(4) are found to be duplicate of each other therefore argus case (B)(4) needs to nullify from argus database. All source documents, source documents, references, events, reporters were & all relevant information has been transferred to retention case. (Legacy device number 2951250-2026-00045). Further company follow-up with the regulatory authority is not possible. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain radiating to legs since insertion [pelvic pain female], highly allergic to nickel [nickel allergy] , lower back pain [low back pain] , joint pain [joint pain] , muscle spasms [muscle spasms] , blocked joints [stiffness joints] , major premenopausal syndrome [premenopausal symptoms] , haemorrhagic menstrual bleeding [bleeding menstrual heavy] , dizzy spells [dizzy spells] , shortness of breath [shortness of breath] , urgency of urination [urination urgency of] , hypersensitivity to cold [cold intolerance] , tachycardia [tachycardia] , vasovagal syncope [syncope vasovagal] , hypotension [hypotension] , migraine [migraine] , disturbance of coordination [coordination disturbance], disturbance of balance [balance disorder] , disturbance of memory [memory disturbance] , disturbance of vision [visual disturbance] , disturbance of bowel movements [bowel movement irregularity] , disturbance of emotional state [emotional disturbance nos] , diverse itching with no apparent link [itching] , excessive fatigue / upon waking after insertion: extreme fatigue [fatigue extreme] , urge to sleep [increased need for sleep] , loss of appetite [appetite lost] , loss of satiety [lack of satiety], nausea due to hunger or excess of food [nausea] , burning sensation under the skin in various parts of body [burning sensation skin], upon waking after insertion disabling leg pain [leg pain] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 05-apr-2017. The most recent information was received on 24-mar-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain radiating to legs since insertion") in a female patient who had essure inserted (lot no. C64467). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the day of essure insertion, she experienced pelvic pain (seriousness criteria disability, medically important and intervention required), back pain ("lower back pain"), arthralgia ("joint pain"), muscle spasms ("muscle spasms"), joint stiffness ("blocked joints"), menopausal symptoms ("major premenopausal syndrome"), heavy menstrual bleeding ("haemorrhagic menstrual bleeding"), dizziness ("dizzy spells"), dyspnoea ("shortness of breath"), micturition urgency ("urgency of urination"), temperature intolerance ("hypersensitivity to cold"), tachycardia ("tachycardia"), syncope ("vasovagal syncope"), hypotension ("hypotension"), migraine ("migraine"), coordination abnormal ("disturbance of coordination"), balance disorder ("disturbance of balance"), memory impairment ("disturbance of memory"), visual impairment ("disturbance of vision"), bowel movement irregularity ("disturbance of bowel movements"), emotional disorder ("disturbance of emotional state"), pruritus ("diverse itching with no apparent link"), fatigue ("excessive fatigue / upon waking after insertion: extreme fatigue"), increased need for sleep ("urge to sleep"), decreased appetite ("loss of appetite"), lack of satiety ("loss of satiety"), nausea ("nausea due to hunger or excess of food") and skin burning sensation ("burning sensation under the skin in various parts of body"). On (B)(6) 2017 she experienced allergy to metals ("highly allergic to nickel"). On unknown date she experienced pain in extremity ("upon waking after insertion disabling leg pain"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain, back pain, arthralgia, muscle spasms, joint stiffness, menopausal symptoms, heavy menstrual bleeding, dizziness, dyspnoea, micturition urgency, temperature intolerance, tachycardia, syncope, hypotension, migraine, coordination abnormal, balance disorder, memory impairment, visual impairment, bowel movement irregularity, emotional disorder, pruritus, fatigue, increased need for sleep, decreased appetite, lack of satiety, nausea, skin burning sensation, allergy to metals or pain in extremity. The reporter commented: essure insertion was performed as out-patient placement under general anaesthesia. On (B)(6)2015, the patient met the surgeon and he confirmed proper positioning of the inserts. She was on sick leave all through (B)(6) 2015. Patient was allergic to nickel but the test was not performed prior to placement, even though in 2015 the procedure was subject to additional monitoring. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2017: results: allergy to nickel *unspecified date - x-ray, ultrasounds, blood work-up, allergy tests. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6)2017 for the following meddra pts: pelvic pain: n° 2785 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: for essure: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. The most recent follow-up information incorporated above includes data received on: 24-mar-2025: new event leg pain added. Annex e & f codes are added. Further company follow-up with the regulatory authority is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.